Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer experienced sureform 60 stapler instrument engagement issues. Reportedly, the customer attempted to reseat the drapes and attempted to use multiple staplers and reloads on all instrument arms; however, the issue persisted. All other instruments worked normally. The surgeon made the decision to convert the procedure to traditional laparoscopic techniques with no injury reported. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The procedure was converted due to the engagement issue. The ports were not enlarged and there were no additional ports placed. The patient tolerated the procedure ok. A video is available but was not provided for review. The patient demographics, relevant tests, and relevant patient history were requested but not provided.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history revealed patient identifier (B)(6) is a related record of patient identifier (B)(6) (this complaint). Verification of the event details via system logs cannot be performed at this time because there is insufficient event date or log file information. No part and lot numbers were provided. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to engagement issues with a stapler instrument. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.